Manufacturer narrative:
Although it has been indicated that the device used in the reported incident will be returned, to date it has not yet been received. Therefore, no device eval has been performed. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.